Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and upon review, it was not clear if the events were atrial or ventricular driven. No adverse patient effects were reported. At this time, this device remains in service.